Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device became entrapped on the wire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, the device became stuck on the thruway wire. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a jetstream xc-2.4 atherectomy catheter with no other devices. Visual inspection of the device revealed the devices aspiration and the infusion lines had been cut from the pod. Also the electrical connection cord was also cut from the pod. The guidewire lumen and the catheter shaft were checked for damage. The catheter shaft showed no damage or discrepancies. The guidewire was not in the device when returned. A .014 jetwire was inserted into the device and transcended through the lumen with some restriction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became entrapped on the wire. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, the device became stuck on the thruway wire. The procedure was completed with another of the same device. There were no patient complications.